Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation post implant procedure, the right ventricular lead exhibited loss of capture and the atrial lead was capturing the ventricle. Chest x-ray revealed both the leads were dislodged. On (B)(6) 2018, the atrial lead was successfully repositioned; upon ventricular lead repositioning attempt, the lead exhibited low sensing and high capture thresholds. The lead was explanted and a new rv lead was implanted. The patient was in stable condition post procedure. Device function was found to be normal during next day device check.